Manufacturer narrative:
(B)(4). Report source, foreign - the event occurred in (b)(6 customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported that when removing the cup introducer handle there was an audible crack. On inspection, it was noted a very small piece had broken off the tip of the handle. The surgeon did a complete inspection of the cup and believed that the dislodged piece had been sucked up into the suction. The surgeon was confident and happy that the broken piece was not left in the patient. While trying to attach the liner impactor, a larger piece of the tip was dislodged and retrieved on the back table. The larger piece was discarded in the sharps container in theatre. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The complaint was unable to be confirmed based on the fractured piece picture provided, device history record review cannot be performed since the product lot information provided was not provided. A definitive root cause cannot be determined with the limited information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow up report is submitted to relay additional information received. The additional information contained within this report have no effect on previous investigation conclusion. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.